Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The reported patient effect of tissue damage, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. All available information was investigated and the reported difficulty grasping the leaflets appears to be related to patient morphology/pathology. In addition, the reported partial clip movement on the leaflets was likely a result of both patient morphology/pathology and procedural conditions (gripper line removal). Lastly, the reported patient effect of tissue damage appears to be a result of procedural conditions and due to the clip moving on the leaflet. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device. The implanted clip (61222u148) is filed under a separate medwatch report number.

Event description:
This is filed to report the clip (61214u122) movement and leaflet tear. It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip (61222u148) was implanted, reducing the mr to 1-2. On (B)(6) 2017, a surface echocardiogram was performed, and the clip was confirmed to be stable. On (B)(6) 2017, the patient returned with heart failure symptoms. A follow up echocardiogram was performed, and it was found that the mr had increased to 4+, and the anterior leaflet was torn at the clip. The clip was confirmed to be stable. A second mitraclip procedure was performed the same day. During this procedure, the clip delivery system (cds 61214u122) was advanced, and grasping was noted to be difficult. After a successful grasp, deployment was started. While removing the gripper line, it appeared that the clip was moving. A new anterior leaflet tear was observed. The clip was confirmed to be stable; therefore, the gripper line was removed. No further clips were attempted. The mr was reduced to 3+, and the patient was stable post procedure. No further treatment has been planned. No additional information was provided.